Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a left atrial appendage (laa) ligation using a lariat device. Pre-procedural computed tomography angiography (cta) revealed a bilobed, short laa with the anterior superior lobe directed superiorly. Although the laa morphology was deemed suitable for ligation, the procedure was aborted due to the inability of the lariat snare to pass over the anterior superior aspect of the laa. Immediately after removal of the lariat device it was noted on transesophageal echocardiography (tee) of a mild pericardial effusion localized to right atrium (ra) and right ventricle (rv) suggesting cardiac tamponade physiology. A pericardial drain was inserted with removal of approximately 500 cc with resolution of the pericardial effusion. However, there was a slow re-accumulation of pericardial effusion with approximately another 500cc removed from the pericardial space. Although the patient was hemodynamically stable, it was decided to refer patient for exploratory chest surgery to identify source of bleeding and laa exclusion. Chest exploration via median sternotomy identified a small perforation at the tip of one of the laa lobes. An atriclip device was applied to the laa with resolution of the bleeding and the patient was transferred to ICU in stable condition. There was no reported device malfunction, and the adverse event was the result of a procedural complication.